Manufacturer narrative:
Investigation results: the progav tool set was manufactured june 2011. All instruments were sterilized by miethke and released for shipment after final in-spection. Before dispatch the progav tool set was inspected (mechanical func-tion, precision, appearance) as article fv400t. The complete progav tool set was sent in its original protection case. The tab on the case was already broken at the time of submission for investigation. Only the progav adjustment tool is to be investigated (lot number: 30109358). First we carried out an optical inspection on the adjustment tool. The visual inspection revealed that the adjustment tool is free from scratches or other signs of use. We examined the adjustment tool with the help of the master pendular. To check the adjustment tool we adjust it on pressure range 5. Further we placed it on the top of the master pendular. Now the pendular has to ad the pressure range 5. The investigation results, that the adjustment tool is successful functioning. The investigation has revealed that the needle of the pendulum has aligned according to the set pressure level. But in the event, that the implantation site is poorly selected or if the skin over the valve is too thick, probably an adjustment of the progav can be difficult or sometimes impossible. Based on our investigation results there is no failure detectable with the adjustment tool at the time of delivery.

Manufacturer narrative:
Device investigation : on-going.

Event description:
It was reported that the adjustment tool ( pen) for a progav hydrocephalus shunt would not adjust an implanted shunt. A different tool was used ( backup from operating room) and adjustment was achieved. The suspected defective tool was trued on a sample shunt and it would not adjust ; back up tool properly adjusted sample shunt. Surgical delay estimated to be approximately 20-30 minutes.